Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he had not charged the ipg for over a year and it would no longer communicate with the charger and patient programmer. The issue was confirmed by the sjm representative. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the ipg was explanted and replaced. Effective stimulation was restored following the procedure.